Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective stopper molding with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® edta 2k experienced a broken lid/cap. The following information was provided by the initial reporter: translated to english. The customer stated "blood collection tubes are transported using a tube transportation system in our hospital. During the transportation, blood leakage occurred due to a damaged/cracked rubber stopper. As the tube was placed in a polybag, no blood exposure occurred."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® edta 2k experienced a broken lid/cap. The following information was provided by the initial reporter: translated to english. The customer stated "blood collection tubes are transported using a tube transportation system in our hospital. During the transportation, blood leakage occurred due to a damaged/cracked rubber stopper. As the tube was placed in a polybag, no blood exposure occurred."